Manufacturer narrative:
Based on the results of the investigation, the green image was likely caused by unacceptable tension in the area of the "charged coupled device (ccd) w. Holder" assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer "c-holder to bumper sleeve", unacceptable tension in the area of the "ccd w. Holder" assembly due to asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined, or pre-existing damage to the "ccd w. Holder" assembly due to using a suboptimal adhesive device. Since the device was not returned to olympus and no further information was provided, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable had intermittent discoloration, green image, during preparation for use for an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.related patient identifier: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.